Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via sems (B)(4) that an ar-1595t t-rope drill tip snapped while drilling into femur. Noticed during a case, device swapped, and case completed with no patient effect.